Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reports the aligner hits the gums when worn and are extremely sharp making it difficult to wear. Pain level 7 (moderate), experiencing discomfort and not fitting well. The byte cst (clinical support team) provided fit tips to the patient to address fit concerns and provide some relief regarding the sharp aligners.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.